Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio2 meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:00am. The patient manages her diabetes with fixed-dose insulin. The patient stated that she skipped or stopped her dose of novolog insulin (dose unknown) in response to the alleged product issue (date/time not provided). The patient claimed to have developed the symptoms of "headache, lethargic and hunger" 2 hours after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the alleged product issue was resolved after a walk-through retest, the patient was using the correct testing technique, the subject meter was not being used for the first time and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "hunger" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Pa lot evaluation (potential ae) completed on 4/29/2016 provides no new information as an evaluation of the test strip lot concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed; if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.